Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4 - UDI# - (B)(4). Reported event was confirmed by review of x-rays received. Review of the available records identified the following: patient underwent an initial right hip procedure and no other intra-operative complications were noted.review of x-rays provided revealed a right hip arthroplasty components anatomically aligned. When comparing the ap views, a minimal change was noted of femoral component position reflecting minimal subsidence.device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain and underwent an initial hip procedure. During the procedure, the stem subsided. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.